Event description:
Implant date: 1991. Pt complains of pain and numbness. Revision surgery in 1994 for pseudoarthrosis at which time it was noted device was loose. Replaced device with "ccd" spinal system.